Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced high blood glucose of 546 mg/dl. Customer took bolus to treat high blood glucose and current blood glucose was 381 mg/dl. Customer was sick, tired and cough. Customer declined troubleshooting for high blood glucose event. Customer had steroids shots to treat arthritis on arm. Insulin pump will not be returned for analysis.